Manufacturer narrative:
(B)(4). Added additional information batch #m9179f. The analysis results found that the el5ml device was received in good visual condition. A bag with two malformed clips was returned along with the device. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information was requested and the following was obtained: the procedure was extended by 15-20 mins without any patient consequences and the procedure was completed using another (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed over the vessels. Initial five to six clips were ok. Increase the time of the procedure with creation of stress on the surgeon and high risk of complications for patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.